Manufacturer narrative:
Conclusion: paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause for the pvl could not be determined from the information available. However, in this case the pvl most likely was due to the reported sub-optimal position of the valve. For the optimal placement of the bioprosthesis, per corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). A conclusive cause for the sub-optimal implant position could not be determined from the information available. Inaccurate delivery/positioning difficulty is often influenced by patient anatomy and user technique, and a root cause of the high implant depth could not be determined from the available information. Per corevalve IFU ¿once deployment is complete, repositioning of the bioprosthesis (e.g., use of a snare and/or forceps) is not recommended." However, it was reported that in this case, a gooseneck was used to snare and lift the valve into the ascending aorta. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, during final deployment, the valve leaned towards the left coronary cusp and lifted up the side on the non-coronary cusp. There appeared to be mild-moderate paravalvular leak (pvl) and an unsatisfactory aortic diastolic pressure. A decision was made to use a gooseneck snare to lift the valve into the ascending aorta. This was successfully achieved, and tension was maintained on the valve. A second valve was implanted valve-in-valve successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.